Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018. With the following findings: during investigation, there was one unexplained pump reboot found in the black box. The battery compartment was found to be cracked. There was corrosion found in the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hr duration test. There were no reboots duplicated during this time. A leak test failed due to a battery compartment leak. The pump cover was removed and there was further evidence of moisture found on internal components. There was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.